Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye on (B)(6) 2010. Due to refractive surprise, possibly the lens will be explanted. The lens remains implanted. The reporter stated this incident was due to calculations and was not lens related. Pt has peripheral lens opacities, reporter stated not significant. Pt's last visit on (B)(6) 2010, bcva 20/20.

Manufacturer narrative:
(B)(4).